Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The stryker technician replaced the hood to resolved the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device controls were unresponsive. In this state, the device may not be able to deliver chest compressions. There was no patient involvement reported with the event.